Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay user/pt contacted lifescan (lfs) alleging that her onetouch ultramini meter was displaying inaccurately high readings compared to her feelings. This complaint was classified based on the customer care advocate (cca) documentation. The pt alleged that on the evening of (B) (6) 2010, she tested with the subject meter and obtained an unspecified high reading. The pt stated that she did not have any symptoms at the time she tested her blood glucose. Based on the meter reading, the pt stated that she took an increased dose (3-4 units) of her lantus insulin. The next morning, the pt stated that she was feeling nauseous and shaky. The pt tested at the onset of her symptoms and again obtained an unspecified high reading from the subject meter which she felt was too high based on her symptoms. It is not known if the pt attempted to treat her symptoms. The pt reportedly contacted her physician on (B) (6) 2010, to seek advice regarding her symptoms. The pt stated that the doctor instructed her to continue with her usual diabetes regiment and that she did not receive any acute medical treatment. During the troubleshooting session with the customer care advocate (cca), the pt tested her blood glucose three times within 20 minutes apart and obtained reading of "199, 166, 133 mg/dl". Based on statistical methodology, the calculated difference of two of these glucose results exceeds the expected value of <= 20% and/or <=20 mg/dl. The cca documented that the pt did not have a control solution to perform a quality control test. Replacement meter and supplies were sent to the pt. This complaint is being reported because the pt claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.